Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci assisted surgical procedure, the wrist of the first arm forceps was bent, making it impossible to remove. After a firm pull, the forceps were removed. The procedure was completed with no reported injury.